Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy, and the patient subsequently died. On that same day as the event onset, the patient was hospitalized for peritonitis. Treatment details were not reported. The pdrn confirmed the patient was using dianeal 1.5% and extraneal solutions prior to the peritonitis event; however, action taken with pd therapy during the event was not reported. The patient had not recovered from the peritonitis event. Eleven days after the event onset, the patient passed away. The cause of death was unknown and it was not reported if an autopsy was performed. It was not reported if pd therapy remained ongoing prior to death, or if the patient was performing therapy at the time of death. No additional information is available at this time.